Event description:
A report was received stating that the inflation line detached from the listed endotracheal tube after an unknown amount of time in use. The user facility reported that the endotracheal tube was removed and the patient had to be resuscitated and put on support from a mechanical ventilator. No permanent adverse effects to the patient were reported. Further information has been requested, no further information has been received at this time.

Manufacturer narrative:
Device evaluation: customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.